Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2007 - the patient underwent implant of a bard/davol flat mesh during a sling procedure to treat mixed incontinence. Medical office visit notes post implant, indicate the patient had a foley catheter removed and had complaints of some episode of urinary incontinence and urgency.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event if the additional event and/or evaluation information is obtained, a follow up MDR will be submitted.